Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented with noise on their insertable cardiac monitor. No intervention was reported to address the issue.

Event description:
New information noted that the noise event occurred during the initial implant procedure. The insertable cardiac monitor was not used and was replaced. The patient was in stable condition.